Event description:
Customer states that he obtained results of 373mg/dl, 204mg/dl, and 168mg/dl on the same device within 4 minutes. No adverse event reported and no treatment received. Quality controls were used and reportedly fell in acceptable range. Requested return of suspect device and replacement was sent.